Event description:
Problem is regarding the g7 dexcom sensors. (I use the sensor with the tandem tslim insulin pump) this has been an ongoing since I received my last order on (B)(6), 2025. At least half of the sensors (5-6) that I received were faulty. I have been on dexcom sensors for my type 1 diabetes for a few years, and recently have been having many problems with the quality of the g7 sensors. When I insert a new g7 sensor, most of them do not insert properly. The sensor "wire" doesn't go into the skin. Instead, it ends up bent and sticks out of the sensor disc hole. I am 60 years old, about 130 lbs, follow the directions, and never used to have this problem. I've contacted dexcom tech support 4 times since, and they offer to send replacements and kits to return the faulty sensors, but I have been waiting 4 weeks for my replacements. They originally told me 4-7 days, but now they cannot tell me when I will receive replacements. I have been without sensors for 3 weeks. I am thankful I had a backup glucometer and wasn't traveling with these faulty sensors. These have been crucial to my diabetes health. Now, I am having trouble consistently maintaining my blood glucose level. My insurance company and I have paid for all of the faulty sensors, and I still don't have replacements. The company has taken my money, and I haven't received any information on when I can expect new sensors. I've given up calling them. If they continue to have product quality issues and backorder issues, they should stop allowing patients to order these and taking our money, and maybe sensors should be recalled until they figure out the problems they are having. These sensor quality issues have me concerned whether they are even monitoring and connecting with insulin pumps properly. Reference reports: mw5170858, mw5170859, mw5170860, mw5170862, mw5170863.